Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A surgery to fix l4-l5 using viper was performed on a patient with lumbar spinal canal stenosis on (B)(6) 2016. During surgery, when the surgeon tried to pull out the reported probe, it got fractured inside the patient's vertebral body. The fractured tip was removed by a removal instrument. The surgery was successfully completed with 20 minutes delay. No adverse consequences were reported. The surgeon inferred that it was caused by the patient's rigid bone.

Manufacturer narrative:
(B)(4). Visual examination of the returned device revealed a fracture was located approximately 40mm from the probe¿s distal tip. Device was sent for fracture analysis. The fracture analysis report suggests the probe underwent a quasi-static torsional shear failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause for the thoracic pedicle probe distal tip breaking cannot be positively determined. However, the fracture analysis report suggests the probe underwent a quasi-static torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.